Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, gender and weight not provided by reporter. Date of event: unknown. This report is for an unknown lot, UDI is unavailable. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed due to a broken a 14-hole variable angle (va) condylar plate and non-union on (B)(6) 2018. The plate fragments were easily removed and the screws were removed whole and intact. No intervention was required. The patient was implanted with a new 14-hole va left condylar plate and new screws. There was no surgical delay during the procedure. The original date of surgery is unknown. The patient outcome was reported stable. Concomitant devices reported: screw (unknown part and lot numbers, quantity: unknown). This complaint involves one device. This report is 1 of 1 for (B)(4).